Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired if the alert could be turned off. Ts discussed the alert cannot be turned off, however, the alert trigger can be increased to 150 ohms. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician plans to continue monitoring.